Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient's ipg had flipped in the pocket and caused two leads to migrate down to a lower level. As a result, patient experienced slight discomfort at the ipg site and loss of effective therapy. To address the issue, patient underwent surgical intervention on (B)(6) 2018 wherein the leads were placed back to original position and physician added additional sutures to address the ipg flipping. Effective therapy was restored post-op.